Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, and inappropriate shocks. There was no asystole, and no therapy exhaustion. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.